Event description:
It was stated that the patient experienced inflammation at the implantable neurostimulator (ins) site that began on (B)(6) 2013. It was stated that medication was added and the outcome of this event was "open." On (B)(6) 2013, it was noted that the patient had a "urticaric rash" at the ins site. The outcome for this event was stated as "open." Additional information reported the patient was given dicloxacillin for the inflammation and betamethasone dipropionate cream for dermatitis. The inflammation and rash are resolved but the dermatitis was still noted to be open.

Manufacturer narrative:
Concomitant products: product ID 3387, serial # unknown, implanted: (B)(6) 2013, product type lead; product ID 3387, serial # unknown, product type lead; product ID neu_unknown_ext, serial # unknown, product type extension; product ID neu_unknown_ext, serial # unknown, product type extension. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va01k4q, implanted: (B)(6) 2013, product type lead; product ID 3387s-40, lot # v986836, product type lead; product ID 3708660, serial # (B)(4), product type extension; product ID 3708660, serial # (B)(4), product type extension. (B)(4).

Event description:
Additional information reported the contact dermatitis was not related to the device. The urticarial rash was related to the study and the inflammation of the stimulator site was related to the implant procedure, study, and stimulator. The inflammation and rash had a suspected cause of the stimulator and the dermatitis had a suspected cause of patient condition.